Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 530mg/dl, with confusion, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During trouble shooting with customer technical support, the patient alleged the pump was not delivering properly. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: review of the available data revealed the total daily doses add up to correctly reflect the user¿s basal program. The black box data nor the pump history showed any evidence of a delivery malfunction. The pump was exercised for 12 hours without any delivery issue and accuracy testing showed the pump was delivering accurate as programmed. Investigation did not confirm nor duplicate the complaint.